Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient sustained some kind of trauma incident during the night while she slept. Patient does not recall anything further. The result of this trauma was her greater trochanter fractured off in her left femur,this left her feeling unstable in her hip. Reattachment of the gt was required which was the primary focus of this revision, the liner and head exchange were a secondary feature.

Manufacturer narrative:
Revision surgery performed on (B)(6) 2016 pinnacle corail thr performed on (B)(6) 2016. Patient sustained some kind of trauma incident during the night while she slept. Patient does not recall anything further. The result of this trauma was her greater trochanter fractured off in her left femur,this left her feeling unstable in her hip. Reattachment of the gt was required which was the primary focus of this revision, the liner and head exchange were a secondary feature. X-rays, old implants and new implant stickers are available. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.